Event description:
Revision surgery - pt was bending to lift a heavy bag, when he moved laterally and felt something pop in his knee. He has intermittent pain, swelling, and gives away on occasion. Doctor stated "post broke on the poly".

Manufacturer narrative:
Rep left messages for the surgeon's nurse on 1/12 and 1/13/2010, requesting add'l info. Some add'l info rec'd on 01/18/2010. No info on the lot number or catalog number provided. Rep was told no add'l info is available.